Event description:
Customer reported low blood glucose symptoms with blood glucose result of 509 mg/dl obtained on the compact plus system. Customer self treated, and received the following results within 10 minutes of the result of 509 mg/ldl: 47 mg/dl, 52 mg/dl, and 53 mg/dl. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.